Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the dizziness, heart palpitations, hematuria, rash, and chest pain was assessed as not rela ted to the disease under study. The dizziness and hematuria recovered/resolved on (B)(6) 2023. The site assessed the dizziness, heart palpitations, hematuria as not related to the device or procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that the site reported incomplete wall apposition on follow-up imaging 1 and follow-up imaging 2; however, the initial procedure image reported wall apposition complete. It was also reported that the patient had a lot of blood loss after surgery and was anemic. An angiogram on (B)(6) 2023 confirmed device thrombosis. There had been interval occlusion of the ica shortly after the bifurcation, and the artery had a stump at the bifurcation at which point the vessel collapses to a small, string-like lumen, then eventually completely occludes approx. 1. Cm more distal, at the mid to distal cervical segment.. It was reported that there was a possibility of an asymptomatic minor stroke from device thrombosis. It was noted that the patient had a mild diffuse ha/insidious onset on and off, tingling all over (face and extremities), and gait instability. On (B)(6) 2023, source document stated ¿there are small white matter changes on the CT, but these are fortunately small and sometimes can be artifact.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that hematuria was classified as a kidney infection with symptoms of high fever, chills, fatigue, hematuria with elevated white blood cells. Dizziness was determined to be a symptoms of the kidney infection or tachycardia, and chest pain a symptom of tachycardia. MRI was ordered for dizziness, and MRI resulted in angiogram. No change in diagnosis and no retreatment planned.

Event description:
Additional information was received that the stroke was not confirmed at this time. It was noted that the patient is fine and being monitored closely every few months. No intervention was done. Action was angiogram and CT imaging taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that angio confirmed a small stroke event- small areas of ischemia and stent occlusion post procedure. The plan was to follow up in 3 months. It was noted that there was interval occlusion of the ica shortly after bifurcation. According to the doctor, the reported cervical ica occlusion was a secondary phenomenon due to intracranial in-stent occlusion. It was also noted that some blood was found on the table after the procedure, uncertain source. The access site was checked and was not found to be the bleeding and not vaginal/rectal. Blood count was monitored with high iron foods and iron pills. Diagnostic tests and procedures were performed. The event was not related to the disease under study. The stroke resulted in new or worsening of existing neurological deficits, the occlusion and bleeding did not. Symptoms did not last for more than 24 hours. The event did not result from a device deficiency. The outcome was recovering/resolving. The stroke and occlusion were assessed as possibly related to the study device and procedure, and the occlusion and bleeding were assessed as possibly related to the antiplatelet medication.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that cec assessment is not related to antiplatelet, device, or procedure. Tachycardia and p alpitations considered not the result of procedural anemia since still present months later when anemia resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that there was interval occlusion of ophthalmic artery and the internal carotid artery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that corelab reported parent artery/ in -stent occlusion and ophthalmic occlusion at the dsa imaging on (B)(6) 2023 for which associated ae4: device thrombosis was reported by site.

Event description:
Additional information received reported the patient again presented at the emergency department (ed) on (B)(6) 2023 with headache, mild visual changes, and dizziness. The patient received oral medication for headache and IV fluids. Computed tomography (CT) and computed tomography angiogram (cta) were completed for diagnostics and there was no device malfunction or change observed from previous scan. The patient was not admitted to the hospital; the event resolved the same day without further intervention. The event was not life-threatening, did not result in hospital admission, and did not result in patient disability. The site assessment concluded the event was possibly related to pipeline and/or the procedure and possibly related to the disease understudy.

Manufacturer narrative:
B5 updated with additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that CT imaging on (B)(6) 2023 showed a complete occlusion with evidence of significant parent artery stenosis >50%, as well as the branches arising from the parent artery that were covered by the device showing any degree of stenosis. The ophthalmic branch was angiographically occluded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that patient tachycardic episode and hospitalization from (B)(6) 2023 to (B)(6) 2023 was not related to the procedure or pipeline device.

Manufacturer narrative:
B5 updated with additional information received. H6. Fdc code added based on additional information received. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received that the adverse event term was updated from stroke to cerebral infarction.

Manufacturer narrative:
Update b5, d6 and h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. Per the site¿s response to a query regarding the change in mrs score at the 1-year follow-up visit, dr. Toth clarified that, "during the visit, it was felt that the patient would be able to perform usual activities; however, the patient declined to do so due to 'not feeling well,' without detectable neurologic deficits. This was not felt to be an adverse event."

Manufacturer narrative:
*** Supplemental was generate for correction g3 changing the year to the correct date: 2026-04-03*** medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that at 1-year follow-up, a magnetic resonance angiography (mra) was taken. The reason for mra is documented by the site as "primary investigator determined mra is most appropriate imaging at this point given occlusion of middle cerebral artery (mca)" the mra reported aneurysm occlusion status raymond-roy class 3 (residual aneurysm). The neck was covered and there was no parent artery stenosis. Raymond-roy was class 1 (complete obliteration) on cta taken at 6-month follow up (B)(6) 2023. No adverse event or action was recorded.  It was unknown if there was any impact to the patient or any additional medical intervention required to prevent permanent injury or impairment. Additional information was received stating that per year 1 follow up mrs crf on 30jan2024, site reported mrs score is updated to 2. Site reports change in mrs score "reviewed with physician, who scored the patient a "2" due to their previous reported changes in health, slight disability. Physician does not feel that this is an ae." Conservatively reporting the change in mrs. Additional information was received stating that the site updated pre-procedure mrs to 0 was previously reported mrs 1 due to "correction typo" (visit on (B)(6) 2023). The 30 day follow up visit mrs is reported as 1. Site has been queried to clarify why the patient had an increase in mrs score at the 30 day follow up and if it is related to an ae. Site did not report any symptoms with the change in mrs score. Additional information was received stating that regarding why the patient had an increase in mrs score to 1 at the 30 day follow up compared to pre-procedure mrs score 0. Site reported the change was due to "inter-rater variability."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The patient was discharged on (B)(6) 2023.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient presented to the emergency department with tachycardia, flank pain, fever, dizziness, lightheadedness, and rash post procedure. The onset date was (B)(6) 2023. CT and lab work were obtained. The event was treated with percutaneous intervention. The patient was given fluids, tylenol, rocephin, and keflex for possible kidney infection/uti. The event did not result in a new or worsening of existing neurological deficits. The event did not result from a device deficiency. The event was updated that the patient presented with heart palpitations. The event was resolved. The patient presented to the emergency department with a rash that was determined to be reaction to keflex and not related to the study procedure, retreatment procedure, device, or antiplatelet medication. Onset on (B)(6) 2023. There was no indication for new antibiotic and the issue was resolved. The rash was noted to be not related to the disease under study. It was also reported that the patient presented to the emergency department with chest pain and dizziness, onset date on (B)(6) 2023 outpatient MRI previously scheduled. This event was treated with percutaneous intervention. The patient had an EKG and fluids, the issue was resolved. The event did not result in a new or worsening of existing neurological deficits. The event did not result from a device deficiency. The patient then presented to the emergency department with chest pain, EKG, and cardiac enzymes. Fluids were give and the issue resolved. This was assessed by the site as not related to the device, procedure or antiplatelet medication. The patient was undergoing surgery for treatment of a saccular aneurysm of the internal carotid artery c6 segment with a max diameter of 3.9mm and a 3.5mm neck diameter the study device was successfully implanted and wall apposition was achieved. Side branches were covered by the pipeline device; ophthalmic artery. There was no device flattening or twisting.